Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years eight months of post deployment, patient presented with the complaints of chest pain. On the next day, a computed tomography of chest, abdomen and pelvis was performed which showed a long and thin radiopaque wire 1-2 mm in diameter in the thoracic aorta extending from the distal ascending aorta into the arch and continuing into the mid descending aorta. On the same day, a transesophageal echocardiogram was performed which showed a mobile linear density was noted in the arch and suggests intimal flap of dissection. After, seven days, patient presented to the emergency department with the complaints of chest pain. An x-ray chest was performed which showed partially visualized inferior vena cava filter. On the next day, a computed tomography of chest was performed which showed a partially visualized inferior vena cava filter with at least two of its legs missing. There was a linear metallic attenuation structure in the region of the interventricular septum which may represent one of the broken off limbs from the inferior vena cava filter embedded within the interventricular septum. Another similar structure was present adjacent the left lateral wall of the left ventricle, again likely representing another broken off limb of the inferior vena cava filter. On the next day, a computed tomography of abdomen and pelvis was performed for retained guidewire and fractured inferior vena cava filter. The study showed that inferior vena cava filter was noted with its tip near the entrance of the left renal vein into the inferior vena cava. The inferior vena cava filter appears to be a bard recovery g1 or g2 type device. Four struts are seen from the superior aspect and five from the inferior aspect. One of the inferior struts was slightly more dense than the others and it could be two struts stuck together and not a missing strut from the inferior component. There are two thin linear metallic densities located within the heart, which are better seen on the previous computed tomography. One of the wires in the right side of the heart and the other in the left lateral wall and penetrates into the pericardiac fat. After, two days, a computed tomography of chest was performed for retained guidewire and fractured inferior vena cava struts. The study showed that a retained metallic inferior vena cava filter strut extending from the right ventricle into the inferior interventricular septum distal to the inferior aspect of the posteromedial left ventricular papillary muscle. The strut within the right ventricle was probably within a papillary muscle arising from the septal and right ventricle. The depth of septal myocardial penetration of this strut was approximately 6-7 mm. There was an additional metallic fragment in the anterolateral epicardial fat at the extreme left ventricular apex, extending into the anterolateral apical myocardium with depth of penetration of approximately 8 mm. The strut does not extend into the left ventricular cavity. There was a retained segment of a guidewire extending from the mid descending thoracic aorta throughout the aortic arch and into the proximal and mid descending thoracic aorta. After, three days, through the right internal jugular vein approach, a sheath from cook set was placed. With the help of guidewire, sheath was placed into the right common iliac vein and venogram was performed. This shows defective filter was noted and no trapped thrombus. Using the bard filter retrieval device and successfully removed the filter without significant resistance. Physical inspection of the filter shows that the bard filter was missing two alignment arms and two of the anchoring legs were twisted, simulating a total of five legs on the computed tomography exam. Then en-snare device was used through the sheath and successfully removed the guidewire foreign body fragment. Visual inspection of the guidewire shows that it was approximately 150 mm in length. This wire fragment was nearly invisible and consequently an adhesive paper sticker was attached to the wire. Post removal, repeat intravascular ultrasound showed that approximately 5-6 mm of the guidewire fragment persists at the level of the saphenous vein stent graft. Patient was planned for removal of the right ventricular filter fragment in approximately one week. Around, twelve days later, patient presented for removal of filter fragment in the right ventricle. Through the left greater saphenous vein access, intracardiac ultrasound and right ventricular contour mapping was performed. A foreign body was identified, and it was embedded in the papillary muscle and apical trabeculae. The inferior vena cava strut was visible at fluoroscopy. Using both the right internal jugular vein access and right common femoral vein access multiple attempts were made at retrieval of the foreign body. Through the right internal jugular vein access, a loop snare was advanced and multiple attempts were made to snare the inferior vena cava filter strut. Through the right common femoral vein access, a sheath was placed through which biopsy forceps were advanced and multiple attempts were made to retrieve the filter strut. Despite all these efforts of the inferior vena cava filter strut was not able to be retrieved. The foreign body was embedded within papillary muscle and entwined in trabeculae. Around, one year and twenty-eight days later, a computed tomography of chest was performed which showed a thin metallic fragment extending from the lateral left ventricle apex and into the epicardial fat. Additional thin fragments extend from right ventricle apex toward interventricular septum and from the mid-ascending aorta toward the ostium of the aortocoronary graft to the left system. Around, two months and thirteen days later, an x-ray chest was performed which showed metallic densities overlying the heart may represent fragments of the reportedly embolized inferior vena cava filter. Based on the death certificate was received indicating that, after ten months and fifteen days later the patient deceased because of myocardial infarction. Therefore, the investigation is confirmed for filter limb detachment and material deformation. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc), filter migration and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter migrated to heart, struts detached and perforated. The device was removed via an abdominal procedure after an attempted but unsuccessful removal procedure. It was further reported that the detached strut was in heart sack fluid and one fragment went to right ventricle piercing into wall to the left ventricle. The detached struts have not been removed after an attempted but unsuccessful open abdominal and open chest removal procedure the patient reportedly experienced heart valve complications, chest pain and subsequently expired.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided. Therefore, the investigation is inconclusive for migration, detachment, perforation, and difficult to remove, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Device: 4001.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter perforated, migrated to heart and struts were detached to right ventricle of heart and device was difficult to be removed. The device was removed via abdominal procedure. The patient reportedly expired.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death. The cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.